Event description:
It was reported that they troubleshooted with bedside nurse. Nurse stated that the patient was on therapy for a while in an arctic sun device and sent to MRI. Came back and device started alerting low air leak, patient line open and low flow. Swapped out device and new device was giving same alerts. Walked through stop therapy, drain and disconnect. Reconnected holding nowhere near clear connector. Right leg pad made no audible clicks. Fluid delivery line (fdl) secure and in lock position. All lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was 0.3 l/m. System diagnostics were water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -1.7psi, circulation pump command (cpc) was 100%. Large amounts of bubbles in the right leg pad that did not click well. Advised that pads could get damaged when patient had been moved or while having procedures. The fact that two different devices were giving the same issues likely confirmed the pad connector was damaged. Advised to swap out pads and call back if additional assistance was needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that they troubleshooted with bedside nurse. Nurse stated that the patient was on therapy for a while in an arctic sun device and sent to MRI. Came back and device started alerting low air leak, patient line open and low flow. Swapped out device and new device was giving same alerts. Walked through stop therapy, drain and disconnect. Reconnected holding nowhere near clear connector. Right leg pad made no audible clicks. Fluid delivery line (fdl) secure and in lock position. All lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was 0.3 l/m. System diagnostics were water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -1.7psi, circulation pump command (cpc) was 100%. Large amounts of bubbles in the right leg pad that did not click well. Advised that pads could get damaged when patient had been moved or while having procedures. The fact that two different devices were giving the same issues likely confirmed the pad connector was damaged. Advised to swap out pads and call back if additional assistance was needed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "adhesion gaps in film bond due to temp controller set too low or failed, nip roller air pressure set too low or no air pressure, belt speed controller set too high". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.